Manufacturer narrative:
The right ventricular defibrillation lead was attached to the non-boston scientific replacement device.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) to report that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The patient's medical history was significant for 3rd degree heart block. The following day during the pre-discharge check, the rv lead pacing threshold was 0.3 volts and 450 ohm pacing impedance. A call was place to a boston scientific representative from the hospital later that evening with a report of no ventricular pacing. The device was checked and there were no changes from that morning. The rv pacing threshold was still 0.3 volts but the rhythm strip from the telemetry monitor showed a short episode, 2-3 seconds of just p-waves with inhibition of ventricular pacing (no ventricular pacemaker spikes. There were no stored events indicative of electrogram noise. There was one atrial tachycardia response but no non-sustained ventricular or sustained ventricular events. No electrogram noise was reproduced during patient isometrics. The lower rate limit (lrl) was reprogrammed to 85 ppm and tachycardia therapy was programmed off. Ts discussed various troubleshooting options. A review of the patient's chest x-ray did not identify root cause. Subsequently, boston scientific received information that the patient was presented back to the ep laboratory for device explant due to reported air bubbles. The device was explanted without incident and replaced with a non-boston scientific device. From the physician's perspective, the ventricular channel was far field sensing the atrium causing inhibition of ventricular pacing. The ventricular sensing was reprogrammed to 0.9 mv and defibrillation threshold testing was performed to ensure proper sensing of the ventricular fibrillation.